Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent, testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system failed conversion testing prior to the wound closure. After the shock, oversensing was noted on the right ventricular (rv) lead. The rv lead was repositioned, however, the cardioversion test failed again and the oversensing signals were still presented. The physician opted to remove and place a new system. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system failed conversion testing prior to the wound closure. After the shock, oversensing was noted on the right ventricular (rv) lead. The rv lead was repositioned, however, the cardioversion test failed again and the oversensing signals were still presented. The physician opted to remove and place a new system. No additional adverse patient effects were reported.